Manufacturer narrative:
Analysis cannot be performed, no lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient developed keratitis while using the product. Good faith efforts have been made to obtain medical information without success. This event is being reported out of abundance of caution due to the allegations of keratitis, incomplete diagnosis, lack of medical information, and unknown resolution.